Event description:
The customer reported that the patient noticed the "pump leaking" during irinotecan infusion and user noted the leak coming from the silicone segment upper fitment area.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Concomitant medical products: bd phaseal infusion adapter, model/lot unk; baxter 500ml IV bag 3% nacl injection usp, lot c967711, exp 05/16; (3) bd phaseal injector luer lock, model/lot unk; hospira 100ml IV bag of 0.9% nacl injection usp, lot 50-027-jt, exp 2/1/17; 60ml bd syringe, model/lot unk, therapy date: (B)(6) 2015. The customer¿s report of a leak was confirmed. Visual inspection of the primary set noted a tear in the silicone segment directly below the upper fitment. The tear was measured as approximately 0.07 inches long. There were no other damages or issues observed. Functional and pressure testing was performed and leaking was noted coming from the observed tear. The root cause of the customer¿s report was identified as due to a tear in the silicone segment.